Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a bubbled downstream occlusion sensor seal. The customer stated problem was duplicated. The customer reported problem was confirmed for error code 41171 and indicate a problem with software rev a timing issues. It also, occurred multiple times in an event history log. It was determined that a faulty microprocessor board is the root cause of the issue. Therefore, the microprocessor board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited e41171. No patient was involved in this event. No adverse effects were reported.